Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to a lower than feels. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as dizziness, headache, "felt she is going to fall down". The customer was able to self-treat; however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.